Manufacturer narrative:
Evaluation results indicate that this event is the result of the device being dismantled for cleaning purposes. This device is an older design, and the design has long since been changed to preclude the necessity of dismantling the device.

Event description:
The screw unwinds itself. There was no adverse consequence for the pt or delay in surgery or anesthesia time.